Event description:
It was reported that during an unknown procedure the device would not fire the last two clips. The clips were also malformed, but the firing was unknown. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4) = empty. The analysis results found that the er320 device was received in good visual condition. Upon cycling, the device was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). Due to the returned condition of the device, no further testing could be performed to evaluate the formation of the clips. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.